Event description:
It was reported that during a shoulder cuff repair procedure, the footprint ultra suture anchor pulled out and could not be fixed. The procedure was completed using a smith and nephew back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The back-up device was used in the originally drilled bone hole; therefore no additional bone hole was required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.